Manufacturer narrative:
Concomitant medical products: 5076-52: lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was broken. The ICD remains in use. No patient complications have been reported as a result of this event.